Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg) had no pacing output as there were no anomalies found. The epg was returned to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had no output pulse (pacing output) during set up. The epg was returned to service. There was no patient involvement.